Manufacturer narrative:
Device not explanted - valve-in-valve.

Event description:
A perceval pvs25 was implanted on (B)(6) 2012. Non-structural dysfunction was reported prior to discharge, with paravalvular leak 1+ and central leak 1+. Subsequent follow-ups reported the following: (B)(6) 2013, paravalvular leak 1+; (B)(6) 2014, no central or paravalvular leak; (B)(6) 2015, central leak 1+; (B)(6) 2016, paravalvular leak 1+; (B)(6) 2017, no central or paravalvular leak. In (B)(6) 2018, the patient was hospitalized for heart failure, with severe insufficiency secondary to a leaflet tear. The insufficiency was treated in (B)(6) 2018 with a valve-in-valve intervention.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release based on the document review performed, no manufacturing deficiencies were identified. However, as the valve was not available for analysis no further investigation is possible and the root cause of the event cannot be determined.

Event description:
A perceval pvs25 was implanted on sep 4, 2012. Non-structural dysfunction was reported prior to discharge, with paravalvular leak 1+ and central leak 1+. Subsequent follow-ups reported the following: october 2013, paravalvular leak 1+; december 2014, no central or paravalvular leak; august 2015, central leak 1+; may 2016, paravalvular leak 1+; september 2017, no central or paravalvular leak. In (B)(6) 2018, the patient was hospitalized for heart failure, with severe insufficiency secondary to a leaflet tear. The insufficiency was treated in september 2018 with a valve-in-valve intervention. The site reported that the patient did not have risk factors for svd.